Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 02/10/2026 22:03:00.000 through 02/12/2026 16:42:00.000. Line=778 file=121. No pump error 43 was noted during testing, however, pump error 37 alarmed during rewind test. Unit failed rewind test. Unable to proceed with displacement test, prime/seating test, basic occlusion test, and force sensor test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly; however, corrosion was found on the motor home switch. Unit was also received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 43 were confirmed when pump error 43 alarms were found during download history review. Additionally, pump error 37 alarmed during rewind, due to corroded motor home switch. Due to moisture damage found, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.